Event description:
The customer reported a precharge failure error on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the batteries. The system operates as intended.